Event description:
The customer's nurse called and reported the customer experienced low blood glucose of 34 mg/dl and was hospitalized. The customer's blood glucose was 131 mg/dl when the nurse called in. Customer called back on (B)(6), 2015. She stated she had had high blood sugar, gave herself a bolus, and her insulin pump read power off, but it did not shut off. Her blood glucose dropped from 269 mg/dl at 5:48 pm to 34 mg/dl at 7:30 pm. She visited the emergency room at 8:49 pm, at which point her blood glucose was 58 mg/dl. Customer ate and this rose to 122 mg/dl. She treated low blood glucose with orange juice, food, and glucose tablets. Customer declined to troubleshoot and her blood glucose was 182 mg/dl at the time of her call. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.